Manufacturer narrative:
Results: the core wire was fractured, and the wrapping wire was unraveled approximately 150.0 cm from the proximal end. Conclusions: evaluation of the returned sep8 revealed that the atraumatic tip distal to the bulb was fractured. If the sep8 is repeatedly manipulated through tough clot burden, damage such as this may occur. If the core wire fractures, the wrapping wire will unravel. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using an indigo system separator 8 (sep8) and an indigo system aspiration catheter 12 (cat12). During the procedure, the physician made multiple passes with the devices in an attempt to clear extensive deep vein thrombosis (dvt). Subsequently, the sep8 was withdrawn in order to flush clot from the cat12. Upon removal, the physician noticed that the distal tip of the sep8 was stretched proximal to the bulb. Therefore, the sep8 was no longer used. The procedure was completed using a new sep8 and the same cat12. There was no report of an adverse effect to the patient.